Event description:
The customer contact reported an adverse event while device was in use. Endotool glucose management system, v7.2.1825 was being used to manage the pt's blood glucose (bg) level. The target bg goal range was set to 80 - 110mg/dl. On (B)(6) 2010 at 0609, rn started pt on endotool & entered an initial pt's bg of 159mg/dl. Between (B)(6) 2010 & (B)(6) 2010, pt's bg ranged from 76 to 187 mg/dl. On (B)(6) 2010 at 0303, the pt's bg was 124mg/dl. Endotool recommended 5.5 units/hr of regular (r) insulin & check pt's bg in 1hr. Rn delivered dose. At 0404, the pt's bg was 56mg/dl. Endotool recommended d50w 35ml & to check pt's bg in 30 mins. Rn delivered dose & checked pt's bg 31mins later. The pt's bg was 125mg/dl. Between (B)(6) 2010 & (B)(6) 2010, the pt's bg ranged from 72 to 199mg/dl. On (B)(6) 2010 at 1028, the pt's bg was 110mg/dl. Endotool recommended 2 units/hr of r insulin & to check pt's bg in 1hr. Rn did not deliver dose. At 1220, the pt's bg was 67 mg/dl. Endotool recommended d50w 25ml & to check the pt's bg in 30 mins. Rn delivered dose & checked pt's bg 43mins later. The pt's bg was 132mg/dl. Between (B)(6) 2010 & (B)(6) 2010, pt's bg ranged from 75 to 255mg/dl. On (B)(6) 2010 at 1923, the pt's bg was 160mg/dl. Endotool recommended 20 units/hr of r insulin & check pt's bg in 1hr. The rn delivered dose. At 2008, the pt's bg was 59mg/dl. Endotool recommended d50w 20 ml & check pt's bg 20 mins later. Rn delivered dose & checked pt's bg 15 mins later. The pt's bg was 81mg/dl. Between (B)(6) 2010 & (B)(6) 2010, pt's bg ranged from 70 to 189mg/dl. On (B)(6) 2010 at 1023, the pt's bg was 76mg/dl. Endotool recommended check the pt's bg in 30mins. At 1124, the pt's bg was 65mg/dl. Endotool recommended d50w 20 ml & check pt's bg in 30 mins. The rn delivered dose & checked pt's bg 14 mins later. The pt's bg was 137mg/dl. Between (B)(6) 2010 & (B)(6) 2010, pt's bg ranged from 74 to 218mg/dl. On (B)(6) 2010 at 0604, the pt's bg was 70mg/dl. Endotool recommended the pt's bg be checked in 30 mins. At 0631, the pt's bg was 64mg/dl. Endotool recommended d50w 25 ml & check pt's bg 30 mins later. Rn delivered dose & checked the pt's bg 1 hr & 12 mins later. The pt's bg was 92mg/dl. Between (B)(6) 2010 & (B)(6) 2010, pt's bg ranged from 90 to 213mg/dl. On (B)(6) 2010 at 0552, pt's bg was 108mg/dl. Endotool recommended 7.5 units/hr of r insulin and check pt's bg in 1hr. Rn delivered dose. At 0817 pt's bg was 67 mg/dl. Endotool recommended d50w 20 ml & check pt's bg in 30 mins. Rn delivered dose. At 1703, pt's bg was 185mg/dl. Between (B)(6) 2010 & (B)(6) 2010, pt's bg ranged from 73 to 327mg/dl. On (B)(6) 2010 at 1418 pt's bg was 88mg/dl. Endotool recommended 2.5 units/hr of r insulin & check pt's bg in 30 mins. Rn delivered dose. At 1537, pt's bg was 68mg/dl. Endotool recommended d50w 15ml & check pt's bg in 30 mins. Rn delivered dose & checked pt's bg 46min later. The pt's bg was 75mg/dl. At 1905, pt's bg was 107mg/dl. Endotool recommended 3.5 units/hr of r insulin & check pt's bg in 1hr. Rn did not deliver dose. At 2054, pt's bg was 65mg/dl. Endotool recommended d50w 20 ml & check pt's bg in 30 mins. Rn delivered dose & checked pt's bg 51 mins later. The pt's bg was 161mg/dl. On (B)(6) 2010 at 0055, pt's bg was 106mg/dl. Endo tool recommended 3 units/hr of r insulin & check the pt's bg in 1hr. Rn delivered the dose. At 0157, pt's bg was 65mg/dl. Endotool recommended d50w 25 ml & recheck pt's bg in 30 mins. The rn delivered dose and checked pt's bg 45mins later. The pt's bg was 144 mg/dl. The customer contact indicated that the pt remains hospitalized. Though requested, no additional information was provided.

Manufacturer narrative:
This investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).